Event description:
Note: this report pertains to the one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, upon removing the outer sheath, the clip fell off from catheter. Another of the same resolution clip was used and the same problem occurred. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an esophagogastroduodenoscopy (egd) at an unknown anatomy location. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was without its oversheath and clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was found that the bushing had hit marks. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. This is likely due to operational factors during the procedure such as trying to open the clip once it was already activated, however, this is only a hypothesis. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
Note: this report pertains to the one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2023. The anatomical location of the procedure is unknown. During the procedure, upon removing the outer sheath, the clip fell off from catheter. Another of the same resolution clip was used and the same problem occurred. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an esophagogastroduodenoscopy (egd) at an unknown anatomy location.